Event description:
It was reported that the right ventricular (rv) lead had a slight impedance change. The impedance was stable at 800 ohms, then decreased to 600-650 ohm, then returned to baseline, and finally increased to 950-1000 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.